Event description:
It was reported that the stenoscop system would not initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that the system hard drive was defective and was replaced. The system was tested and found to be working as intended and placed back into svc.